Event description:
It was reported that when the nurse was changing the trach tapes for the patient, they noticed that the eyelet was almost torn/split through. This was found on the fifth use of the trach tube. No patient injury or further complications were reported in relation to this event.

Manufacturer narrative:
Additional customer response revealed incident clarification on the one patient with torn eyelet flanges but wanted to point out that this was not the first occurrence in this problem with device.

Event description:
Customer response with additional information.